Event description:
In 2009, the patient stated that the plunger became stuck on the piston rod and insulin spilled inside the infusion device. The patient made multiple unsuccessful attempts to remove the plunger. The patient was educated on the correct method to remove the insulin cartridge. A replacement infusion device is being sent to the patient. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second artery to address the issue. Product was requested to be returned for evaluation.